Event description:
Pt was implanted with an excluder bifurcated endoprosthesis in 2004. Approximately two months postop, a proximal type I endoleak was discovered. In about 2 months an excluder aortic extender endoprosthesis was placed, successfully resolving the endoleak.